Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported doctor visit for skin irritation. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having multiple pods cause skin irritation, itching, and burning. She visited her doctor who prescribed her some steroid cream which has yet to help resolve the issue.